Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a refrigerator keeps failing and not able to be recovered. An error message is displayed on the screen. The customer reported that not able to remove any medications and there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that refrigerator was initially unrecoverable and not visible in diagnostics. A field service engineer inspected and logged into windows admin and troubleshooted network settings without success, the wi-fi router was reset and connections from the top cover were reseated, but the issue persisted. Replacing the network cable brought the unit back online. The customer successfully tested the repair by opening and closing the fridge door. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a refrigerator keeps failing and not able to be recovered. An error message is displayed on the screen. The customer reported that not able to remove any medications and there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.